Event description:
The bipolar forceps weren't able to attach to the bipolar adapter.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency and aortic stenosis. The operative report was also received.

Event description:
It was reported that the device was explanted after an implant duration of approximately 119 months, due to unknown reasons. No further details were provided.

Event description:
A report was received from the field indicating that the sterrad unit was leaking what appeared to be oil onto the floor under the unit. The unit was taken out of service and a service call to asp was initiated. The fse was dispatched to the facility for further eval of the sterrad. Add'l info received post eval indicates that the customer noticed oil leaking onto the cart. The upper o-ring on the oil filter appeared to have been pinched, causing oil mist to escape and settle inside the chassis and then drip out of the unit. The oil filter and o-rings were replaced, and oil was added to the unit. System verifications were performed. An empty chamber test cycle was completed. The system met MFR specs. Defective parts will be returned to asp for analysis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that during a hartman pouch closing procedure, after firing the device 1 cm of the anastomosis was not closed. Sutures were used to close the anastomosis. There were no adverse pt consequences. Two attempts have been made to obtain additional event detail, no response received to date.